Event description:
The affiliate reported that there was a disconnection of the tube at the y connector level which resulted in a leakage. The system was revised but the catheter remained in place.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the connector in which the tubing has come away from was not returned for an evaluation. Glue traces were noted on the tubing but it was not possible to determine any defects with the connector as it was not returned. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. Trends were monitored and a CAPA -(B)(4) was opened. The eco428613 was implemented on (B)(6) 2013 and additional actions are in process. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.